Manufacturer narrative:
The field service engineer determined that a probe was bent and a valve was sticking. The probe and valve were replaced. The vacuum flow path was cleaned. The analyzer was confirmed to be working within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c513 analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a value of 18.29 %, which repeated as 6.8 %. An additional value of 18.8 % was provided. It was asked, but it could not be confirmed if this additional value was an approximation of the initial value or if it was an additional repeat value. The hba1c reagent lot number and expiration date were requested, but not provided.